Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the sureform 60 stapler instrument fired a white reload accessory and pushed tissue which resulted in a shear injury. This event occurred during the anastomosis of the right colon. The stapler asymmetrically pushed the colon forward but did not push the other small bowel forward. The fire completed and there were no error messages. Upon removing the stapler, it revealed a shear injury where the staples were no longer full thickness. Rather, the staples were holding the mucosa on the colon but not full thickness through the serosa muscularis. The surgeon reported the tissue integrity did not look safe or proper. In order to fix this, the surgeon cut the tissue of the attempted anastomosis and re-created it with a different stapler. The new stapler functioned as expected and the anastomosis was complete. The surgeon was not in a critical space, and the small intestine had a good amount of length, so the tissue from where the misfire occurred was excised without any concern. The pathology looked as expected for this procedure. The procedure was completed, and the patient is reported to be home and recovering well. The surgeon did not see this event causing any short term or long-term complications with the patient.

Manufacturer narrative:
The sureform 60 stapler instrument nor the white reload accessory used during this event were received for failure analysis investigations. The video received by the customer for this event was reviewed. It was observed that during the firing of a white reload, the anvil-side tissue is pushed forward, rather than remaining in place as is intended. The cartridge-side tissue appeared to remain in place throughout the fire. There did not appear to be any active bleeding from tissue following the fire. The video ends after inspection of the attempted anastomosis, so how the issue was resolved cannot be confirmed. The staple logs for this procedure were reviewed. The logs show the first sureform 60 stapler instrument (part number 480460-12, lot number k18251122-0422) was installed on the system 5 times and fired 5 reloads (2 white, 2 blue, 1 white, in that order). On install 1, the system failed to detect the reload color and the user manually selected the white reload via the user interface on the surgeon side console (ssc) touchpad. On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. The logs show the second sureform 60 stapler instrument (480460-12, lot number k18251122-0419) was installed on the system 4 times and fired 4 reloads (1 white, followed by 3 blue). No firing failures were observed with this stapler instrument. There were no stapler related errors in the system logs.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument for failure analysis evaluation. A visual inspection found no damage. The instrument was tested on an in-house system. The instrument clamped, unclamped and fired successfully. The instrument fired successfully twice using sureform 60 green reloads. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument attached to and removed from the arm without any issues on multiple attempts. The instrument was fully functional. No product issue was found.